Event description:
It was reported that loss of capture and undersensing were observed on the the right atrial (ra) lead during an in clinic follow-up. Diagnostic imaging was performed and the ra lead was dislodged from the implant position. No allegation of malfunction was made against the lead. The ra lead was repositioned to resolve the event and the patient was in stable condition.